Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the safety did not retract. The surgeon applied another device. No patient injury was reported.

Manufacturer narrative:
9/10/97-supplemental report #1 submitted to FDA. Device evaluation indicated and codes entered in h3 and h6. The reported condition was confirmed; however, the exact cause for the difficulty reported could not be reliably determined.